Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment with meropenem injection was discontinued (on an unknown date). At the time of this report, the patient has recovered from abdominal pain; however, has not recovered from peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The day after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (2gm, intraperitoneal, every 6th day, discontinued after 2 days), ceftazidime injection (1gm, intraperitoneal, once daily, discontinued after 2 days), and tobramycin injection (40mg, intraperitoneal, once daily, discontinued after 2 days) for peritonitis. Four days after the event onset, the patient was treated with meropenem injection (1gm, intravenous, twice daily, ongoing). On the fourth day after event onset, pd therapy was discontinued, pd catheter was removed and the patient was switched to hemodialysis. After 10 days of hospitalization for the peritonitis, patient was discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.